Event description:
It was reported that the patient presented in clinic after receiving a notification for low, out of range hv lead impedance measurement. Patient had undergone a surgical procedure with electrocautery, and the device had delivered inappropriate therapy at the time of procedure. Review of the hvli trend indicated low impedance recorded prior to and day of the surgery. Possible hv circuit damage was also noted. The device was explanted and replaced. The patient was in stable condition after the procedure.

Manufacturer narrative:
No medwatch form was received.